Event description:
Opportunity for error identified. Looking for safeguard to add to machine. Machine alarms when concentration of solution needs to be corrected (xylene, alcohol, etc). Machine asks technician, "did you change solution?" There is the potential for technician to respond "yes", but not change the solution leading to suboptimal processing of many tissue cartridges. It seems that there would be additional safeguards in place to ensure that the solution detected is the correct concentration.